Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer that had a pain stimulator for failed back surgery syndrome. It was reported that it was removed about 6-7 years ago as it got infected. The date of the explant and explanting physician were not known. Information was requested to the follow-up physician regarding the event date, diagnostics performed, and cause of the infection. A supplemental report will be sent should additional information be received.